Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized twice due to high blood glucose levels of approximately 30 mmol/l. The first event was reported as being before christmas, and the second, after the new year. The exact dates were not known. It was stated that the customer had very high blood glucose levels, and he could not bring them down. The customer was given large doses of insulin in the hospital that caused his blood glucose to go low. It was also reported that the customer had been unable to rewind the insulin pump, and he felt that it was not working. Found that the unit was not rewinding because the battery was low. The device rewound properly after changing the battery. The customer did not feel comfortable with the insulin pump, and requested a replacement. Nothing further was reported.